Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 0(B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2015 with the following findings: during investigation, a visual inspection of the pump case revealed no damage to the battery compartment. The battery cap was found to have stripped, damaged threads and the cap was not able to tighten securely to the pump. The battery cap contact measurements were within specification.